Event description:
Glucometer giving incorrect readings-usually lower by 20-50 mg/dl. Insulin dosages is based on readings. Rptr called co to discuss various checks done on machine-the MFR sent new one & old one returned to them at their request.